Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of false lumen perfusion. It was reported approximately one month post the index procedure that false lumen perfusion was observed. Embolization¿s were performed at this time and approximately 5 months post the index procedure. Follow up CT shows good permeability of the stent graft and supra-aortic trunks with no direct opacification of the false lumen. The event resolved approximately 2 years post the index procedure. As per the physician the cause of the event cannot be determined. The event is related to the study procedure and not the device. No additional clinical sequelae were reported and the patient is fine.